Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: received product consisted of a taxus element/ion monorail stent delivery system (sds), stent, pouch, coil and shelf carton. The batch number on the pouch and shelf carton matched the reported batch number. The balloon was tightly folded with the stent positioned between the markerbands. There is dried blood and contrast present which is consistent with the device having been used within the body. Three stent struts in the seventh row (from the distal edge) were stretched distally. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2011-03166. It was reported that during a stenting treatment procedure stent damage occurred. The sub totally occluded target lesion being treated was located in the moderately calcified and non tortuous left circumflex (lcx) artery. The lesion was predilated with a 2.00x20mm apex balloon catheter inflated twice to a maximum of 12 atms. A small dissection may have occurred, but could not be confirmed via angiography. A 3.00x24mm ion stent delivery system (sds) was then advanced to the lcx and would not cross the lesion. Upon removal it was noted that stent struts were lifted off of the balloon. The lesion was again predilated with an unspecified balloon and 3.00x38mm ion sds was advanced to the lesion and deployed. Timi 3 flow was established and the 3.00x38mm ion successfully treated any dissection that may have occurred. No additional patient complications were reported and the patient's status is fine.

Event description:
Same case as MDR ID: 2134265-2011-03166. It was reported that during a stenting treatment procedure stent damage occurred. The sub totally occluded target lesion being treated was located in the moderately calcified and non tortuous left circumflex (lcx) artery. The lesion was predilated with a 2.00x20mm apex balloon catheter inflated twice to a maximum of 12 atms. A small dissection may have occurred, but could not be confirmed via angiography. A 3.00x24mm ion stent delivery system (sds) was then advanced to the lcx and would not cross the lesion. Upon removal it was noted that stent struts were lifted off of the balloon. The lesion was again predilated with an unspecified balloon and 3.00x38mm ion sds was advanced to the lesion and deployed. Timi 3 flow was established and the 3.00x38mm ion successfully treated any dissection that may have occurred. No additional patient complications were reported and the patient's status is fine.